Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, 80% stenosed, distal left anterior descending artery. An atherectomy device was advanced to the lesion and the lesion was rotablated. After rotablation was performed a perforation was observed in the lesion. The 2.8 x 19 mm graftmaster stent delivery system was advanced for treatment; however, it would not cross due to the anatomy; therefore, a 2.5 x 20 mm trek balloon catheter was advanced and inflated for a long time for treatment of the perforation, successfully stopping the bleeding. The case was then ended. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. There is no indication of a product quality issue; therefore, no product related corrective action is required.